Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had battery issues with the insulin pump. Caller stated that they had a new battery cap. Customer went to bolus for a meal and the pump went blank when they pressed the buttons. Caller stated that they changed the battery and received a battery out limit alarm. Customer's blood glucose was 5.4 mmol/l at the time of the incident. Caller stated that the alarm did not occur with the first battery installation after the customer received the pump in shipping mode. Caller has not received multiple battery out limit alarms when batteries are out of the pump for less than 1 minute. Caller was advised to monitor the pump as leaving the battery out for too long will cause the alarm. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will be replaced due to the blank display.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked display window corner and a cracked reservoir tube lip.